Event description:
It was reported that approximately 35 minutes after starting hemodialysis treatment with polyflux 140h dialyzer, the patient experienced hypotension (95/52 mmhg) and chest tightness. Treatment was discontinued and the patient was administered dexamethasone sodium phosphate (5 mg intravenous push), sodium chloride solution 0.9% (100 ml) was reinfused and 50% glucose solution (20ml, intravenous). Treatment was restarted after relief of the patient¿s symptoms. Approximately an hour later, the patient reported they felt unwell with chest tightness. Treatment was discontinued again. The dialyzer was switched and treatment was restarted with no issues noted. It was reported that the symptoms subsided. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.